Event description:
Paramedics responded to a person, condition unknown. The patient was connected to the device for external pacing with ECG leads and defib pads. The reporter stated that pacing was initiated but after a few minutes, the device stopped pacing on its own. Pacing was again started and the current set but, according tothe reporter, the device stopped again and that this occurred several more times during the call. The patient was not resuscitated.